Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 2 days of wearing the adc freestyle libre 2 sensor. The customer was unable to obtain a glucose scan reading and as a result, lost consciousness and was unable to self-treat. The customer had contact with a healthcare provider who obtained a blood glucose result of 1.7 mmol/l and administered sugar, water, and unspecified IV for the diagnosis of hypoglycemia. It was noted that the customer¿s low glucose improved after the glucose treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.